Event description:
It was reported that a balloon issue occurred. The patient presented for a complex percutaneous coronary intervention. The 4.50 x 28mm synergy megatron drug eluting stent was advanced to treat the target lesion. During deployment, it was noted that the balloon was only partially inflated and was unable to be deflated or inflated further. The stent was snared and the entire system removed. The procedure was completed using an alternate device. There were no patient complications.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. However, images provided by the customer show the device loaded into the guide catheter and confirm the damage to the stent.

Event description:
It was reported that a balloon issue occurred. The patient presented for a complex percutaneous coronary intervention. The 4.50 x 28mm synergy megatron drug eluting stent was advanced to treat the target lesion. During deployment, it was noted that the balloon was only partially inflated and was unable to be deflated or inflated further. The stent was snared and the entire system removed. The procedure was completed using an alternate device. There were no patient complications.